Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v 2.5 x 08 stent would not cross the lesion. The stent became "munched up" and was pushed backward on the shaft of the stent delivery system and was removed from the patient without an issue. Two other xience v stents (3.0 x 8 and 2.5 x 8) were used in the procedure. No adverse patient effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.